Event description:
The customer returned the high flow insufflation unit to the service center for evaluation related to a separate issue. During the service inspection, the repair department identified a reportable malfunction involving a primary pressure reducer leak. The issue was detected during device evaluation and was not associated with patient use or patient involvement. No adverse event or injury was reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and inspection. The investigation was completed; however, a definitive root cause could not be determined. Based on the available evidence and inspection results, the malfunction is most likely attributable to a material or chemical-related problem. Should additional information relevant to this event become available, a supplemental report will be submitted. Olympus will continue to monitor the performance of this device.